Event description:
Phlebotomist drew pt, when completed she noted that there was a bug (appears to be a box elder) in the gel at the bottom of the vacutainer tube. She was so shook up that she failed to note pt's name on tube.